Event description:
A malfunction was reported with a pump whose screen would not turn on despite several troubleshooting steps by the customer, following instructions from technical support. There was no adverse impact on the customer's blood glucose level. Technical support assisted with resetting the pump; however, the malfunction persisted. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.